Event description:
The fse reported that the systems power cord caused intermittent shut downs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative performed an on site investigation. The power cord connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.